Manufacturer narrative:
It was reported that the patient has a tight knee. Revision surgery is planned to exchange the poly insert. The surgeon could get the 6mm poly insert to fit into the tibial tray during primary surgery and upsized to an 8mm poly. The surgeon will be replacing the 8mm insert with a 6mm insert to allow proper range of motion. Investigation into this issue was covered per complaint (B)(4). Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a tight knee. Revision surgery is planned to exchange the poly insert.